Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the paddles are damaged and need to be replaced, the replacement paddles quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device needed new paddles. There was no patient involvement.